Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level of 430 mg/dl, they did a correction bolus and received a no delivery alarm. Customer states they changed set and it was struggling to rewind it. The device will be returned for analysis.